Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be filed. Patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, after release from the deli very catheter system (dcs) the valve migrated from 4mm below the aortic annulus to 0mm below the annulus resulting in aortic insufficiency. Another valve was implanted valve-in-valve and the insufficiency resolved. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available, however, in this event the most likely cause for the pvl is due to low placement of the valve after it dislodged / migrated below the aortic annulus.

Manufacturer narrative:
(B)(4)